Event description:
It was reported to boston scientific corporation that three weeks after a pelvic floor repair procedure (date unknown), using a pinnacle anterior/apical pfr kit, the patient reported buttocks pain and erosion. The patient was prescribed narcotics for the pain, which has since resolved. The status of the erosion is unknown.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.